Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the device was hard to use. It jammed several times before closing and stapling. After firing, the stapling was incomplete as a leak was detected during the leak test. The surgeon secured the stapling to complete the procedure. The operating time was extended as a result. No further info has been provided.